Event description:
It was reported that subsequent to the implant of a protegen sling for treatment, the pt experienced vaginal discharge and infection. The device was explanted. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at this time.